Event description:
The user facility reported upon initial activation the cutter actuated; however, during the vitrectomy surgery the cutter would not cut the vitreous. The cutter did not have the shearing effect on the vitreous necessary to cut. Another pack was opened to complete the surgery. There was no patient injury reported.

Manufacturer narrative:
The sterilization and lot history records have been reviewed and found to be acceptable.